Event description:
Patient participating in research study: 'a comparison of contemporary and x3 cups in primary cemented thr'. Recruited to study on (B)(6) 2012. Sustained first anterior dislocation of right thr on (B)(6) 2012, was readmitted for reduction and then discharged. Within 2 hours the hip dislocated again and he was readmitted for further reduction. Discharged on (B)(6) 2012 with no further adverse events to date."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
Patient participating in research study: ' a comparison of contemporary and x3 cups in primary cemented thr'. Recruited to study on (B)(6) 2012. Sustained first anterior dislocation of right thr on (B)(6) 2012, was readmitted for reduction and then discharged. Within 2 hours the hip dislocated again and he was readmitted for further reduction. Discharged on (B)(6) 2012 with no further adverse events to date."

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No device evaluation performed as none were returned for evaluation. The medical review concluded that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the two early anterior dislocations of this cemented left total hip arthroplasty. The exact cause of the event could not be determined in this case. No further investigation for this event is possible at this time. The reported event regarding an alleged dislocation of an exeter contemporary flanged cup was confirmed.